Manufacturer narrative:
The customer reported breakage during use and returned the used blade for evaluation. Visual observations of returned product shows a broken hub. Dimensional measurable attributes on the returned piece were in specification of the drawing. Review of receipt of materials were also to specification. A possible contributing factor but not verified may be the condition of the hand piece if worn from use and not properly maintained which may have an adverse effect on performance or cause problems during use. Product not being fully seated, or using excess lateral force will cause excess stress on the instrument leading to breakage. This is the only complaint for this item to date, however brasseler will monitors for trends.

Event description:
During open heart surgery, the surgeon opened the chest & noticed one of the side arms from the saw blade broke off. A chest x-ray was taken. The missing piece was not visualized on the x-ray. No follow-up treatment was needed. The patient is doing fine.